Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable cardioverter defibrillator (ICD), the physician noted that the setscrew was impinging on the lead lumen and preventing full insertion of the pin into the lumen. When the physician tried to back out the setscrew they found that this was not possible and the setscrew could not be engaged with another wrench either. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.